Event description:
It was reported a 6f angio-seal sts plus device was used to seal the arteriotomy site post percutaneous diagnostic cardiac angiogram. Difficulties were encountered during deployment; reinsertion pulsitile blood was little more than a trickle. Very little resistance was left on the tamper tube and the level of tamping was significantly below the black marker. Hemostasis was not achieved and manual compression was applied. A doppler echo revealed high velocity over the site indicative of an arterial obstruction in the area of deployment. The pt underwent surgical repair of the obstruction. The angio-seal was found inside the artery and was removed.